Event description:
Left total hip arthroplasty with a metal-on-metal articulation performed in 2010 with persistent left hip pain. The patient has had metal ions obtained in the fall of 2011. Patient continues to have left thigh pain as well as occasional left groin pain. Patient has had continued clicking in the hip since the surgery was performed.